Event description:
The device was returned to the manufacturing facility for evaluation. The luer and strain relief had detached from the hypotube.

Event description:
The physician intended to implant a 3.5 x 12 mm driver sprint rapid exchange (rx) coronary stent to treat a lesion in a patient. It was reported that during the procedure the distal tip of the driver sprint device became detached. No clinical sequelae were reported. Please note that this device (driver sprint rx) is distributed outside the united states; however, it is similar to the united states distributed product (driver rx).

Manufacturer narrative:
(B)(4). Results: inconclusive-investigation in progress. Root cause of reported event cannot determined based on information received. Conclusions: inconclusive-investigation in progress. Root cause of reported event cannnot determined based on information received.

Manufacturer narrative:
(B)(4): evaluation, results: component/subassembly failure (analysis of the returned unit confirmed the failure mode was between the adhesive and hypotube). Conclusions: device failure directly contributed to event (analysis of the returned unit confirmed the failure mode was between the adhesive and hypotube).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.